Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and fluid was draining onto the floor during their pd treatment. The patient reported receiving a drain complication encountered alarm during fill 1 of 4 of treatment and the treatment was cancelled. The patient noticed fluid in the pump module area and on the external of the cassette. The patient was connected during the incident, there was no fibrin, or constipation. The drain line drains into the toilet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient went to the clinic and drained manually without complication. Upon follow up, the patient stated he is trained on performing manual peritoneal dialysis therapy if needed and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is awaiting the new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid encountered within the cassette compartment and pump door. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. Valve actuation test passed. Systems air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Mushroom heads check passed. The device history record did not reveal any issues or problems related to the reported symptom code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler and fluid was draining onto the floor during their pd treatment. The patient reported receiving a drain complication encountered alarm during fill 1 of 4 of treatment and the treatment was cancelled. The patient noticed fluid in the pump module area and on the external of the cassette. The patient was connected during the incident, there was no fibrin, or constipation. The drain line drains into the toilet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient went to the clinic and drained manually without complication. Upon follow up, the patient stated he is trained on performing manual peritoneal dialysis therapy if needed and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is awaiting the new cycler. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.